Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No exterior damage was reported. Error history log review found a motor rate error. The root cause of the reported issue was found to be white teflon flakes were found on worn coupling facets which was causing the intermittent of the motor rate error. Actions were taken to mitigate the reported issue: replaced teflon washers with delrin washer, also replaced the old style motor bracket, worm gear, leadscrew and clutch halves for preventive.

Event description:
It was reported that the pump had a motor rate error. No patient involvement or injury was reported.